Manufacturer narrative:
Philips service restarted the geo pc and scheduled follow-up service activities. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geometry movement partially available; system returned with limitations on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.